Manufacturer narrative:
(B)(4).

Event description:
Additional information was received indicating the incident involved an out-of-box failure regarding the battery. There was no patient involvement.

Manufacturer narrative:
Returned device was received in good physical condition. No evidence of reported problem in event log was found. During the evaluation of the device, the pump was powered on and all battery readings were within required specifications. No fault was found with the returned pump. The battery pack was replaced as a preventative measure. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical pump's battery has a current draw on it and nothing is happening. There were no reported adverse events.